Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the needle mechanism did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he pressed start on the pdm and the needle did not deploy. The customer's blood glucose level reached 331 mg/dl. The pod was worn for less than an hour.